Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that the rate would not remain constant. The device passed all automated and bench testing with no anomalies observed. Analysis noted however that the battery drawer was contaminated, battery drawer shortening bar was contaminated and battery board assembly spring contact was corroded. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate on external pulse generator (epg) would not stay constant. The epg was returned for service and the user requested that the device be tested and calibrated. There was no patient involvement.